Event description:
It was reported by the rep that the one er420 was being used during a nephroureterectomy procedure. It was reported that the clip applier misfired. The case was completed with another device and with no pt consequence.